Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7345957; medical device expiration date: 2022-11-30; device manufacture date: 2017-12-12. Medical device lot #: 7173924; medical device expiration date: 2022-06-30; device manufacture date: 2017-06-30. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringes leaked. "The drug used was: duoflam 6,43mg/ml+2,63mg/ml sus.inj.-1amp.x 1ml+ser (supera)." This occurred on 3 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that bd solomed¿ syringes leaked. "The drug used was: duoflam 6,43mg/ml+2,63mg/ml sus.inj.-1amp.x 1ml+ser (supera)." This occurred on 3 separate occasions but the date/time and or patient information is unknown.